Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 600 mg/dl and large ketones. Bg level was addressed by administering a manual injection. Multiple supply changes were performed to address the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be confirmed due to a different issue identified.